Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was explanted due to erosion. At implant, patient had third degree heart block and reported dizziness for one week before going to emergency room (ER). Patient's rate was intrinsic in the mid to high 50's on their own. No additional adverse patient effects were reported.